Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "packer disabled", defib disabled" and "fault code 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.